Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect - clinical code - e2339 ulcer.

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6)2025. Prior to sensor insertion the area was prepped with soap and water. On (B)(6)2025, the patient developed discomfort and pain at the insertion site and decided to remove the sensor early. Upon sensor removal, she noticed redness, inflammation, pustule/lump, and an infection at the needle puncture site. On (B)(6)2025, the patient consulted her endocrinologist who prescribed an oral antibiotic medication (keflex/cephalosporin, unspecified dosage for 7 days). At the time of the report the sore lump decreased in size. She stated she was waiting for a reply from her doctor regarding the next treatment suggestion. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.